Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer's blood glucose was 11.3 mmol/l. The customer also stated that a few days prior to the phone call the keypad had been unresponsive. The drive support cap was recessed. The customer stated that the insulin pump might have been bumped while they were camping. The customer stated that there was a crack near the reservoir view window. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed prime. Insulin pump was unable to prime during prime test, due to faulty force sensor. Insulin pump had an intermittent button response due, to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker, stained address ad serial number label.